Event description:
It was reported that the product packaging for two items appeared to be micro damaged. No adverse consequences were reported.

Manufacturer narrative:
Based on the info provided by the customer it can be assumed that product packaging associated with this event is damaged.